Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the mid right coronary artery. After pre-dilation with a competitors balloon catheter, the 10mm x 3.5mm wolverine coronary cutting balloon ruptured on the third inflation after being inflated for 30 seconds at twelve atmospheres. The procedure was successfully completed with a different device without issue or patient injury.